Manufacturer narrative:
(B)(4). The customer reported that the ac socket pulled out of the device, resulting in a failure to power up. The customer ordered the part and replaced the ac mains/ECG out connector to resolve the issue.

Event description:
The customer reported that the ac socket pulled out of the device, resulting in a failure to power up.